Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). When removing a 5 mm mic instrument (storz), the plastic was shaved off from the outer tube (storz product is included). The part fell into the abdomen. It was removed. All trocars were sent from the affected mic sieve for viewing. Supposedly, the instrument was only used with a 5mm trocar. Components in use listed as concomitant devices are: ek017r / trocar sleeve 5/110mm threaded w/o tap, ek036r / trocar sleeve 12/110mm threaded with tap, ek024r / trocar sleeve 10/110mm smooth with tap, ek036r / trocar sleeve 12/110mm threaded with tap, z-fremd-instr / foreign instrument.

Manufacturer narrative:
Investigation: the investigation was carried our by the responsible quality coordinator of the production department. On the production side, no failure can be found. According to the work and test plan, the working end must be atraumatic. The deviation at the tip of the trocar was most likely caused by an improper handling, for example during reprocessing. Thus a damage of the insulation of the shaft caused by tilting during removal is possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. No CAPA is necessary.